Event description:
Same case as #2134265-2009-01139, 01140. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, restenosis and pt complications occurred. Initially the pt reported a problem with the nickel in the taxus express2 stent. "If I put a piece of 316l ss in my hand, in a few hrs, my hand and fingers will swell and feel like salt on a cut". F/u with the pt indicated that in 2006, he was told the stent had an 80% clot. At 2 months later , he was "back in the hosp for one day, stronger pills". One week later, he was back in the hosp for two more days. The pt also reported elevated blood pressure. He has seen multiple physicians, requesting the stents to be removed. The pt reports "problems started slowly over months: new nail taste all the time, smell of wet steel, itching on sides of my belly, pain in heart (like salt on a cut), chest hurts to touch, trouble eating, pain may last 10 hrs, can not eat and walk, limited range walking, motion-20 miles of travel is my limit, hips hurt, back hurts." Additional info was received from the physician's office. A taxus express2 2.5x16mm drug eluting stent was implanted in the left anterior descending artery (lad) in 2006. Five months later, a taxus express2 2.75x20mm drug eluting stent was implanted in the circumflex artery, and a taxus express2 2.5x8mm drug eluting stent was implanted within the previously implanted taxus express2 stent for restenosis. The physician confirmed that there was no clot. One week later, the pt returned, and a treadmill stress test and echocardiogram were performed, which were both normal. The pt had an ER visit in 2007, however, no treatment was performed. The physician is aware of the pt's complaints of hypersensitivity, but does not think it is related to the taxus stents.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.